Manufacturer narrative:
No complaint was received with the return of the device. A failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece measuring 10.8 / 11.7 cm (outer insulation and outer coil / inner insulation and inner coil). An external insulation abrasion was found at 9.0 -9.4 cm from the connector pin at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.